Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m55k9j.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the first and second firing, the device felt unusual. A spring was detected at the sterile table and they think (but are not sure) it came from the instrument. They continued with a new instrument. The firings were ok even though the strange feeling. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): batch # m55k9j. Corrected expiration date and manufacturing date. The analysis found that one pse45a device was returned in good visual condition and with one ecr45w cartridge reload present. The reload was received fully fired. In addition a spring was received attached on the device with tape. The device was disassembled to verify the condition of the internal components and was found that spring does belong to the device. The device was tested for functionality in the straight position with a test cartridge reload. The firing trigger was manually assisted to allow the knife to retract due the loose spring that would not allow the firing trigger to function as intended. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.